Event description:
It has been reported that the device touchscreen of the device is not functioning correctly.

Event description:
It has been reported to philips the device touchscreens is not functioning correctly.